Manufacturer narrative:
Lifescan (lfs) is not expecting the subject products to be returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged inaccurate and erratic results were not resolved with troubleshooting. The patient claimed that they obtained back to back blood glucose results of "110, 170 250 and 230 mg/dl" with the subject meter. Based on statistical methodology the calculated difference of these results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement product was sent to the patient.